Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information found the patient's ipg was explanted and replaced on (B)(6) 2021 to resolve the issue.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation and an inoperable ipg. The patient stated they never had effective stimulation and therefore stopped charging the device. The ipg is now inoperable. The patient may undergo surgical intervention to address the issue.